Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn: (B)(6) which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. CAPA reference: ca-2018-0171. The customer stated that there was no patient involvement.

Event description:
(B)(4) error 133-6090. Main speaker- faulty. There was no patient involvement. Tsc notes, 03/12/2018 16:40:02, (B)(6) closed with c/a file: (B)(4). Npi, problem description 01/22/2018 08:37:21, (B)(6). Pcu: (B)(6). 133-6090. Told to swap panels as the unit had been charged. Sent over for RMA.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4).